Manufacturer narrative:
There are no alarms within the alarm trace that would indicate there was an issue with the instrument nor with the sample. The fact that the same sample was rerun with the correct result indicates that the sample was not the source of contamination and therefore the issue is likely due to a contamination of the analyzer flow path. The instrument has had no further issues.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 602 module. The sample initially resulted with a troponin t value of 79.1 ng/l. This value was reported outside of the laboratory to the patient. A second sample was collected from the patient and resulted with a troponin t value of 6.6 ng/l. Due to the difference in values of the first and second sample, both samples were repeated. The first sample repeated with a value of 6.06 ng/l and the second sample repeated with a value of 6.34 ng/l. The troponin t reagent lot number was 429066. The reagent expiration date was requested, but not provided.